Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual inspection was performed and it was found with all splines twist, some rings squashed and ring# 14 lifted; however, it was found with evidence of p.u. On edges. Then, the catheter was dimensioned and passed od test of pu margin. No issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint has been confirmed. The root cause of the damage on electrodes could be related with the handling during the procedure. The instructions for use (IFU) states that do not use pentaray¿ catheters in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. All units are inspected prior leaving the facility and the mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab identified that all the splines were twisted with some of its rings squashed and ring #14 lifted. During the procedure, the pentaray nav high-density mapping eco catheter became entrapped near the tricuspid valve when accessing the right ventricular outflow tract (rvot) through the tricuspid valve. The physician was instructed to rotate the device in the opposite direction and not to force it. When an insertion was attempted, there was resistance and the tip part did not fit. While poking with an ablation catheter, saline was flushed from the pentaray nav high-density mapping eco catheter. The maneuver was repeated and the issue was gradually resolved. After recovering the pentaray nav high-density mapping eco catheter from inside the cardiac cavity, the staff made sure that all five splines did not come off. The procedure was completed successfully without patient's consequence. The entrapment of the device is not MDR-reportable. However, the twisted splines, squashed rings, and lifted ring are all MDR-reportable issues.